Manufacturer narrative:
The customer reported that all of their transmitters on one multiple patient receiver (org) were in signal loss. No patient harm or injury reported. The customer will be receiving on-site support in order to mitigate this issue. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. Additional model information: multiple transmitters were used in conjunction with the org, and are not the devices that experienced failure.

Event description:
The customer reported that all of their transmitters on one multiple patient receiver (org) were in signal loss.

Manufacturer narrative:
Details of complaint: on 09/26/2020, the customer at (B)(6) reported the following issue with org-9100a; (B)(6), from patient monitoring: all the telemetry devices were in signal loss are on the org. The issue started on one org but every patient the customer changed the device on the unit was having signal loss issues. Investigation summary: the root cause of the issue was determined to be noise interference to the transmitter signal caused due to customer antenna system. The overall risk of this event, taking into consideration of severity and probability, is "medium". Although the severity was moderate given that the malfunction occurred while in patient use , the probability of the malfunction recurring is remote. Hence, the reported issue does not require further inves. The following fields contain no information (ni), as attempts to obtain information were made, but not provided. Additional model information: d10: multiple transmitters were used in conjunction with the org, and are not the devices that experienced failure. Attempts to obtain the following information were made, but not provided: transmitters - model: ni. S/n: ni. Approximate age of the device: ni. No serial number was provided, so the age of the device is unknown. Device manufacturer date: ni. Unique identifier (UDI) #: ni.

Event description:
The customer reported that all of their transmitters on one multiple patient receiver (org) were in signal loss.